Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after loading a cartridge with 100-120 units of insulin. Reportedly, the customer added insulin to the existing cartridge and completed the load process successfully. There was no reported impact to the customer's blood glucose level.